Event description:
On (B)(6) 2025, the user reported that swiping on the ilet pump screen to pause insulin delivery, in the minutes and hours section was occasionally delayed. The user confirmed the screen was intact. A device restart was performed. Blood glucose was not affected.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.